Manufacturer narrative:
The investigation into the reported limb ischemia -reversible has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/pos, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 64-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The patient was on bipella support with both a cp and rp that were both placed in the right groin. The leg was molted and cold. The family withdrew care on the same day this was noted. It's unclear which device caused or contributed to the molted/cold leg as both impella cp and rp were inserted in this limb.